Manufacturer narrative:
The defendo - olympus valve kit subject of the reported event was not returned for evaluation. Without the return of the device a root cause cannot be determined. The device history record (DHR) were reviewed, and no abnormalities were noted; the lot was manufactured to specifications. The instructions for use states, "push down on the single use air/water valve, twisting slightly back and forth, until the valve engages on the air/water port. Prior to the procedure, depress single use air/water valve to prime air/water channel. Discard the single use air/water valve after each procedure prior to reprocessing the endoscope." A complaint review was conducted and determined this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure which included use of the defendo - olympus valve kit, the air/water valve becomes "jammed" after repeated actuations causing water to escape from the endoscope control head. No report of injury.